Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) as it was taking longer to be charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was disposed and was not returned.